Event description:
A customer reported that a surgeon has had three wound leaks due to dull knives. The incision sutures were not sealing, and sutures were used to close the incisions. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. Since no lot number was provided, a device history record review could not be performed. A root cause has not ben identified. (B)(4).